Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from the septum. A new cartridge was loaded to address the reported issue and insulin delivery was resumed. The customer's blood glucose level was 102 mg/dl.